Event description:
It was reported that: "the screw and insert were disassociated from the baseplate. The surgeon opted to remove all implants and replace with triathlon ts components."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the pt and not returned to the manufacturer. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.